Event description:
The surgeon was attempting to perform an anastomosis using first the ta 60 stapler and then the ta 90 stapler. Both of the staplers misfired. The surgeon then used 3-0 vicryl and 3-0 silk gi sutures to hand sew the anastomosis and complete the procedure. We have recently reported this device to the manufacturer and we plan to return the device for failure analysis.